Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that four rt202 adult inspiratory-heated breathing circuits were defective. This was observed before patient use. Further information received from the hospital revealed that the mr290v vented autofeed humidification chambers, which are included in the rt202 breathing circuit kits, were the ones defective. The water feedset tubes of the mr290 chambers were found leaking.

Manufacturer narrative:
(B)(4). The complaint rt202 adult inspiratory-heated breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that four rt202 adult inspiratory-heated breathing circuits were defective. This was observed before patient use.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chambers were not returned to fph in (B)(4) for inspection. Without the return of the complaint devices, we were unable to determine the root cause of the reported fault. An attempt was made to obtain further information; however, the information provided by the hospital was not sufficient to conclude definitively the cause of the reported incident. All chambers are pressure tested before they leave the production line, and any holes or leaks in the feedsets are identified during this process. This suggests that the reported leaks developed post production, most likely due to a break in the feedset tubes. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).